Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).

Event description:
Unomedical reference number 1925024. Event occurred in the united states. It was reported that the patient faced skin irritation and discomfort after usage of infusion set on (B)(6) 2024 and was managed by prescriptive medication. No further information was available.